Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, product type: lead. (B)(4).

Event description:
The consumer reported that the on (B)(6) 2014, the patient was not feeling any stimulation sensation. She increased all the way to 10 and could barely feel it when she was sitting, and when she was laying she could not feel anything. The patient was emptying her bladder a little bit, but did not feel the sensation to go, or "feel the release". This had been happening since she started the trial. The green blinking light was on, on her trialing device, and the 9v battery was still good. No interventions or outcome were reported regarding this event. Further follow-up has been conducted to obtain this information. If additional information is received, a follow-up report will be sent.